Event description:
It was reported that during implant attempt, the physician could not maintain a good position with the lead. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during analysis no anomalies were found. It was noted that the proximal conductor (electrode end) is distorted; damage at implant.